Event description:
The service report shows while performing a scheduled preventive maintenance the ventilator's audio alarm would not function when the volume potentiometer was turned down all the way. The nellcor puritan bennett customer support engineer verified this by adjusting the volume through the full range of the potentiometer as per procedure. The cse inspected the device and replaced the utility harness, which included the volume potentiometer. The unit passed extented selt testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this reprot.